Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of delivery issue is determined to be patient condition because of severely dilated, calcified and tortuous aortic root/arch and the pump was unable to be delivered.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with difficulty an impella cp device pump 1 for mechanical circulatory support. However, the device had to be immediately explanted. There were known aortic valve contraindications to the impella cp implant. The patient had critical aortic stenosis and aortic insufficiency. However, the team decided to proceed after balloon aortic valvuloplasty (bav). After inflation, the impella cp device pump 1 had difficulty crossing the valve and had an unusual trajectory into the left ventricle. The entire aorta was extremely tortuous and calcified. There was also severe dilation of the aortic root and arch. The cannula developed a kink just below the outlet which would not resolve with manipulation. The impella cp pump was implanted/started, had suction and low flow. The decision was made to explant the impella cp device pump 1, do a balloon aortic valvuloplasty with a larger balloon and attempt to implant a new impella cp device. The balloon aortic valvuloplasty was performed with a larger balloon (22 millimeters). The new impella cp device pump 2 was prepped. The wire was able to cross the valve and exchanged to a new v-18. However, the impella cp device pump 2 was unable to cross the aortic valve with the cannula; shaft and wire buckling occurred in dilated aortic root/arch. Attempted buddy catheter and several changes of trajectory were made without success. The patient had stabilized with the balloon aortic valvuloplasty. Therefore, the decision was made to abort the impella cp device pump 2 implant. The patient was planned as the first case, urgent transcatheter aortic valve replacement for the following day.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ this is one of two devices related to the patient's implant experience. Refer to manufacturing report number 1220648-2025-27626 for the report on the impella cp device pump 1.